Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was being admitted to the hospital for monitoring and fluids. Customer requested a call back for the following day. Customer's blood glucose was unknown. No further information reported.